Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The field service engineer (fse) performed system programming to resolve the issue. System completed programming and system is now working as intended. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cystectomy surgical procedure, the customer reported that the vessel sealer extend (vse) ¿not responding¿ as expected to vein. The surgeon commented that surgeon was unable to seal a specific vein after 3 attempts with the vse. The surgeon had been using the instrument for about 2hours without issue prior to this. Instrument jaws were notably soiled which may have had a factor. Was able to seal/transect using a different isi instrument, no harm observed. On on the housing than what he¿s used to for non-ffb instruments. No harm observed but commented that this makes him slightly inefficient as surgeon normally installs the cable without looking. The procedure was aborted to another dv system.